Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer stated that she had changed the infusion set several times but kept receiving the alarm all day long. The customer's blood glucose was 202 mg/dl. The customer was advised to disconnect from the insulin pump, disconnect the tubing and reservoir, and reconnect the tubing and reservoir. She was advised to replace the plunger and manually push the plunger to verify that insulin exited the tubing; the customer reported that insulin did not exit with a manual plunger push. She was advised to assemble a new infusion set with the same reservoir, then try again; insulin did not exit the tubing. The customer reported that changing the reservoir resolve the issue. She was able to run a manual prime to at least 5.0 units with the new reservoir, and the device did not alarm no delivery. She was advised that the reservoirs and infusion sets be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.